Event description:
It was reported difficulties were encountered withdrawing this biopsy needle from the patient during an undetermined biopsy procedure. Withdrawal of the needle was eventually achieved without any trauma to the pt. However, following removal of the needle from the patient, visual examination revealed the outer cannula was bent. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."